Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while the nurse was repositioning the patient, the bag and tube were taken out of the system and while doing so it was observed that the blue box popped up that it hanged back and attached to. When nurse went and replaced the tube and the bag onto the system and pressed resume, it was noticed that the sensica device was not registering touches. Nurse tried touching on the screen but nothing would respond.

Event description:
It was reported that while the nurse was repositioning the patient, the bag and tube were taken out of the system and while doing so it was observed that the blue box popped up that it hanged back and attached to. When nurse went and replaced the tube and the bag onto the system and pressed resume, it was noticed that the sensica device was not registering touches. Nurse tried touching on the screen but nothing would respond.

Manufacturer narrative:
The reported issue was confirmed design related. The device did not meet specifications and was influenced by the reported failure. The device was in use on a patient. The instructions for use were found adequate and state the following: "do not sterilize any component of the bd sensica¿ urine output system. To clean the display touch screen, wipe with a soft cloth or use a germicide wipe such as super sani-cloth®. Do not spray harsh cleaners directly on the display touch screen. See section 14 for complete care and maintenance of the bd sensica¿ urine output system." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.